Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with screen malfunctions (black lines). This condition occurred prior to use, but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement or medical intervention; however no patient injury was reported to have occurred. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a screen malfunction (black lines) was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective main display. The main display was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.